Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 500 mg/dl. The customer reported no delivery alarm. The customer reported having issues with quick set coming off at the quick release. The customer treated the high blood glucose level with a manual injection. The customer did not troubleshoot the issues. The insulin pump or the infusion set will not be returned for analysis.